Manufacturer narrative:
If implanted, give date: not applicable, as the phaco tip is not an implantable device. If explanted, give date: not applicable, as the phaco tip is not an implantable device. Telephone number,(B)(6). Device manufacture date: unknown as product lot number was not provided. The device was not returned; therefore, a failure analysis of the complaint device cannot be completed. There was no lot number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that debris came out of the laminar flow phaco tip 21 gauge during their procedure. The debris was immediately removed, and there was no impact on the patient's eye. No further information was provided.

Manufacturer narrative:
Device evaluation: at the time of the investigation, product was not available for evaluation, therefore no testing could be performed. A photo was provided by customer which reveals an open package for a 21 gauge curved laminar flow tip from lot 5581294, confirming lot number. There is no actual product shown in photo. The reported event cannot be confirmed. If product is received and product evaluation is required, this investigation record will be reopened to document product evaluation results. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.